Manufacturer narrative:
Customer stated problem ?motor rate error" can be confirmed. Mfd (B)(4). Device looks in used conditions. No damages visible. When switched on, self-test passed. No error message in screen. Several ?motor error" were found in error history log. Functional testing ?motor rate error" appeared after occlusion alarm. Motor is unable to turn backwards. We found bad worm coupling with cracked plastic part. Additional we replaced faulty motor. We performed all functional and electrical safety tests test passed. We will send the device back to customer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a motor rate error. No patient injury reported.